Event description:
It was reported when using the bd wingset slbcs 23x.75 7 preattached there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when sampling blood with a bd vacutainer, blood leaks out of the pump body at the adaptation between the pump body and the tubing."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0l2611. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 7/21/2021.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd wingset slbcs 23x.75 7 preattached there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when sampling blood with a bd vacutainer, blood leaks out of the pump body at the adaptation between the pump body and the tubing.",

Event description:
It was reported when using the bd wingset slbcs 23x.75 7 preattached there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when sampling blood with a bd vacutainer, blood leaks out of the pump body at the adaptation between the pump body and the tubing.",

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h10.